Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, and the information provided, it was not possible to determined what the foreign material was residing on the light-guide cover glass of the connector part. The reprocessing deviated from the instruction manual; thus, it was presumed that there was a possibility that the foreign object remained. Additionally, the customer responded that immersion cleaning was carried out only at the tip. There had been physical damage to the area, but it could not confirm information that would clearly indicate whether it caused the foreign object to remain. However, the definitive root cause could not be determined. The suggested event can be prevented by following the instructions for use, which state: regarding the reprocessing method of enf-v3, there is a description in [ent video scope enf-v3, enf-vh, cleaning/disinfection/sterilization edition]. From this, there is a possibility that the indicated phenomena can be prevented. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rhino-laryngo videoscope exhibited foreign objects in the light-guide cover glass at the connector. There were no reports of patient involvement.